Event description:
It was reported that balloon rupture occurred. The 99% stenosed, target lesion was located in the moderately tortuous and moderately calcified vessel below the knee . A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 4 atmospheres for 2 seconds, the balloon ruptured at the tip-shoulder area. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition.